Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a gastroplasty due to morbid obesity, according to the technical assistant and the medical report, at the beginning of the procedure, the material (stapler) presented some difficulty to the open the jaw when clipping. At the fourth stapling the instrument locked with the tissue in its jaw, the proper stapling did not occur, and there was intense difficulty in the release of the tissue. All necessary technical procedures were carried out with instructions from the j&j assistant, without success. After all the maneuvers the doctor was forced to break the stapler, thus releasing the tissue. The instrument was replaced, the stapler, allowing the continuity of the surgical procedures, without consequences.

Manufacturer narrative:
(B)(4). Batch number: p58v68. The analysis found that one pse60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60b cartridge reload was received partially fired 1/16 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.